Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks several months apart, possibly due to supraventricular tachycardia (svt). The s-ICD system remains in service. No adverse patient effects were reported.